Manufacturer narrative:
The reason for reoperation was/is deflation. Device evaluation: analysis of the returned device identified flat creases and a linear opening. Leak test and microscopic analysis was performed which identified wear abrasion, a sharp opening on the plug strap bond edge and an observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (plug strap bond edge) due to an unidentified (tear) opening.

Event description:
Patient reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device was explanted.